Manufacturer narrative:
Our quality engineer inspected the 7 photos submitted for evaluation. The issue of foreign matter, cosmetic issue and component damage were confirmed upon inspection of the photos. The images were provided as representative photos of various complaints. One photograph was labeled as a "good part". A table that accompanied the photos indicated lot #1302674 had 30 units with black marks, 3 units with contamination, 1 unit with damage rubber, and 3 units with short mold. One representative photograph was labeled as "black mark" and dark spots overlaid the stopcock housing. One photograph was labeled as "contamination" and yellow colored material overlaid the luer lock rotating nut. One photograph was labeled as "damage rubber" and a feature was noted on the q-syte septum. One photograph were labeled as "shortmold" and what appeared to be deformation was observed on the threaded portion of the q-syte top body. Due to the poor image quality and without the physical samples, it was unclear if the black marks and discoloration were embedded or were a feature on the external surface of the material. Due to the poor image quality and without the physical samples, it could not be determined if the damaged septum and misshapen components were caused during the molding process or from damage from subsequent processing or handling. As the photographs support the complainant¿s description of the reported event, the complaints were confirmed. However, bd cannot confirm the exact cause of the failures since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information received.

Event description:
It was reported that bd stopcock q-syte had foreign matter. The following information was received by the initial reporter with the verbatim: scratches, dirt, black marks on short mold and silicone parts discovered during manufacturing at atom. 3 short molds, 1 scratch on silicone part, 3 stains, 30 black marks.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.